Event description:
It was reported that during implantation a damaged electrode (visible under surgeon's microscope) was found. The user was re-implanted with the back-up device.

Manufacturer narrative:
Additional information: based on the available information from the field, during implantation surgery a mechanical damage to the active electrode was observed. The device history record and storage measurements confirm a device within specification. Therefore it must be assumed that the damage occurred due to inadvertent surgical mishandling. The device has not been received for investigational purposes. A back-up device was implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that during implantation a damaged electrode (visible under surgeon's microscope) was found. The user was successfully re-implanted with the back-up device.